Manufacturer narrative:
Investigation summary: a review of documentation, specification, instructions for use (IFU) and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. Most of the ult drainage catheters are manufactured with a locking mechanism connected to a drawstring for forming the catheter loop or distal curve formation. When the drawstring is pulled taut, the loop or curve assumes the desired shape, and by securing the drawing string by the locking mechanism, the position of the loop or curve can be maintained until the drawstring is released. This mechanism facilitates drainage and prevents catheter migration once placed. Based on the information provided, the product in reference (cook 12fr drainage catheter) was narrowed down to the following five product families: percutaneous nephrostomy drainage catheter, dawson-mueller multipurpose drainage catheter, multipurpose drainage catheter, thal-quick abscess drainage catheter, and biliary drainage catheter. The quality control documents of these devices were reviewed and it was found that the devices are visually inspected by quality control and no notable gaps were observed. Since the exact rpn is unknown and the possible product families cover a wide range of manufacturing documents, a complete document review could not be completed as a part of this investigation. If the device rpn or product family becomes available, a more in-depth document review will be done at that time. The lot number for this complaint device is unknown. Consequently, the work order record or its related non-conformances could not be evaluated. Additionally, it could not be determined if additional complaints from the same lot have been reported. Complaint sample evaluation was not performed since no product or imaging was returned to assist with this investigation. The device IFU states "if a catheter has become malpositioned or if drainage ceases, the catheter should be promptly exchanged or removed.¿ it is possible that the catheter¿s locking mechanism was not properly employed during placement, leading to eventual catheter migration and peritonitis. It is possible that excessive patient movement caused the catheter to migrate. It is also possible that the locking mechanism was damaged or the catheter was improperly curved during manufacturing. However, these components are inspected in final quality control. Without visual inspection of the affected product or additional information from the customer, we are unable to determine with certainty what led to the failure mode. Based on the provided information, no product returned and the investigation, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was discovered during a literature review of an observational study titled "liver abscess formation following transarterial chemoembolization" (tace) that on of the patient who had undergone a tace procedure developed a liver abscess which a percutaneous nephrostomy drainage catheter was utilized, subsequently developed localized peritonitis. See related MDR reference #1820334-2017-03266. No allegations of any product malfunction have been alleged. The product is not available for evaluation. Additional information has bee requested.